Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a 'water out' alarm sounded on the mr850 respiratory humidifier while being used on a patient. The nurse changed the water bottle and after two minutes the puritan bennett ventilator alarmed, indicating that there was 'severe blockage'. It was noted that the 500ml water bottle was emptied and the water was inside the mr290v vented humidification chamber and the humidification system. The hospital further reported that "the patient was manually bagged and the status returned to normal". It was later identified that the water bottle connected to the mr290v chamber was 0.9% nacl solution. No other patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber had been destroyed at the hospital. The hospital reported that one of the nurses brought the 0.9% nacl solution bottle and the other nurse, who noticed the chamber was empty, mistakenly took the bottle and connected it to the chamber without first checking the label. No other information was received from the hospital regarding this incident. We were unable to determine the root cause of the reported chamber overfilling as the complaint device was not returned to us for further investigation. A lot check was not performed as lot information was not provided. The user instructions supplied with the mr290 autofeed humidification chamber specify that usp sterile water for inhalation or equivalent should be used with the chamber. It also illustrate in pictorial format the correct water level in the chamber. The fph field representative had provided training to hospital staff to remind them of the recommendations and warnings outlined in the mr290 user instructions. The hospital further reported that the patient is now in a "satisfactory" condition.